Event description:
Event description guidant received information that interrogation of this implantable cardioverter defibrillator (ICD) revealed 4 diverted episodes, pacing inhibition for 6-7 seconds, and noise on both the rate/sense and shock electrograms (egms). All lead diagnostic measurements were noted to be stable and within normal ranges.

Event description:
Guidant received information that interrogation of this implantable cardioverter defibrillator (ICD) revealed 4 diverted episodes, pacing inhibition for 6-7 seconds, and noise on both the rate/sense and shock electrograms (egms). All lead diagnostic measurements were noted to be stable and within normal ranges.

Manufacturer narrative:
A guidant technical services (ts) consultant had the caller re-create the noise with isometrics - a 'tiny amount' of noise was noted to be re-created with isometrics. The ts consultant discussed that this could be a potential connection issue (i.e. Leads reversed in the header) or a lead-related issue. The caller noted that these points would be discussed with the patient's physician. Guidant received subsequent information that the patient's chronic right ventricular (rv) model 0147 defibrillation lead was surgically abandoned and a new guidant model 0147 rv defibrillation lead was successfully implanted. No adverse patient effects were reported. No additional information was provided. If additional information becomes available, or if the product is returned for analysis, this event will be reopened. The device was later explanted and returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a hole in the v- seal plug. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to reproduce the reported noise, however a hole in the v- seal plug may have contributed to the clinical observation.